Manufacturer narrative:
The date is left blank because investigation did not require that the device be returned to the MFR. The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Eval of the device by welch allyn was performed at the customer's location. Performance tests of the customer's device found no defects or malfunctions: the welch allyn representative adjusted the device's clock to the current time of day.

Event description:
A pt death was reported that was not attributed to a device malfunction. During the course of exploring the report, it was found that the clock (time of day) on the device was running 25 minutes behind the correct time of day. This MDR submission is made for the issues of the clock. No adverse event is associated with the reported clock issue. The reporter declined to provide the ID number, age or weight of the pt.